Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient has not experienced relief. About six to eight weeks prior a dye study was performed. The results were the catheter is not placed correctly and was kinked and "about to split." The physician wants to replace the catheter. The patient had the pump implanted due a back injury at work and she had surgery to correct it at l4-l5 and that surgery failed. The patient has tried many drug mixtures and doses throughout the years with no relief. The patient had tried water therapy, land therapy, and acupuncture with no relief. The pump previously delivered fentanyl and currently contained saline. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that manufacturer provided the patient¿s healthcare provider (hcp) pump off passcode. It was noted that the hcp was programming the pump to off state. It was reported that the patient did not want their pump anymore. It was noted that it never really helped. It was reported that on (B)(6), 2014 the patient¿s catheter was diagnosed (dx) with a kink and at that time the patient did not want that fixed. It was noted that the pump was filled with saline at that time and it had been infusing at minimum rate mode. It was reported that they are programming the pump to off state and the patient will be having the pump explanted ¿some time¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced inadequate pain relief with the intrathecal pump and personal therapy manager bolusing. A catheter dye study was performed on (B)(6) 2013. There were frequent reprogramming sessions in (B)(6) 2013. The patient had poorly controlled pain levels with oral medication. They were currently trying to achieve effective therapy options. Fentanyl was started in the pump on (B)(6) 2010. Fentanyl was stopped on (B)(6) 2011 and replaced with normal saline solution.